Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. The logs were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #l11220927-0500) was the first sureform 60 stapler instrument used in the sleeve gastrectomy case. This instrument was installed 4 times and fired 3 reloads (all green). The first two firings were completed per the logs with 1 pause for compression. The third firing failed at 57% completion following multiple pauses for compression. There were no incomplete clamps by this instrument. The second sureform 60 stapler instrument (part #480460-09, lot #l12220831-0552) used was installed 4 times and fired 4 reloads (2 green followed by 2 blue). All firings were completed per the logs. The first green reload firing had multiple pauses and the other 3 firings had 0 or 1 pauses. This instrument had 2 incomplete clamps (1 during 1st install using green reload, and another during 3rd install using blue reload). The logs do not show any errors showing that e-stop (emergency stop) was pressed or any stapler related errors. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the surgeon indicated that the tissue was sliding out when a green sureform 60 reload was fired with a sureform 60 stapler instrument. The surgeon used a backup stapler instrument to continue with the procedure.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the surgeon indicated that the tissue was sliding out when a green sureform 60 reload was fired with a sureform 60 stapler instrument. The surgical staff performed an emergency stop and replaced the stapler instrument with another stapler instrument. The initial reporter was not physically present at the time of the event. The procedure was completed with no delay and no patient injury reported. Intuitive surgical, inc. (Isi) has reached out to the customer to obtain additional patient/event information but has not yet received a response as of the date of this report.